Event description:
The customer reported that the 840 ventilator had a blank gui display. There was no pt involvement. The customer reported to have replaced the graphical user interface (gui) cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software.